Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. An acetabular shell was returned and evaluated against the complaint. Visual inspection of the shell and ring found multiple forms of damage. Surface scratches were observed on the inner radius of the shell. Gouges were found on the lip of the opening of the shell in multiple areas. The ring would not move freely within the shells groove. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right total hip arthroplasty. During the surgery, after the shell was implanted, the liner would not seat properly in the shell. Then, the surgeon removed the shell and replaced it with another shell. The surgery was delayed for approximately 20 minutes. It was discovered that the locking ring from the initial shell would not rotate. Attempts have been made and additional information on the reported event is unavailable at this time.